Manufacturer narrative:
Results: the complaint was confirmed for "invalid impedance" for the 3383 extension. Microscopic inspection of one returned extension lead revealed lead wires 7 and 8 are broken at the paddle channel weld site. The damage observed is consistent with an overstress condition the extension was subjected to while it was inside the pt. The other 3383 extension passed all functional tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2012-03968, 1627487-2012-03760 and 1627487-2012-03761.